Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported placer got a drop of blood from the patient in her eye when placing a powerglidepro. It was stated this happened when she was disconnecting the wings to connect the extension line, and some blood splashed out.